Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, intermittent unexpected pump shutdowns. There was no impact to customer's blood glucose level. Reportedly, the customer was able to plug the pump into to charge and it would come back on. A cartridge was loaded and the customer was able to resume insulin delivery. It was indicated that the customer will administer manual injections as alternate insulin therapy.